Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The following report was received from user facility medwatch (B)(4). "Patient was being sedated for chest tube placement. Capnography would not register despite troubleshooting efforts. No capnography was ever obtained during sedation. Patient did require assistance with ventilations via bag valve mask resuscitator (bvm). What was the original intended procedure? Pneumothorax.. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."